Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1782tc ra lead, implanted (B)(6) 2008. 419678 lv lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an audible alert that was not further defined. Follow up with the device clinic noted that the device may have had an unknown malfunction. The device was explanted and replaced due to physician discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.